Event description:
The customer reported that the system displayed collimator error messages. The collimator was stuck, the collimator iris too large, collimator error flashed, no drive to collimator motor, and collimator has dead spot around 9 inch sizing, resistance.

Manufacturer narrative:
(B) (4). The ge service rep traced the problem to loss of collimator drive signal thru c-arm cable, and was unable to repair cable. He ordered the parts then replaced the power control cable thru the c-arm. The rep tested the system and found the vertical column wouldn't go up/down. He traced the problem to the power supply and ordered power supply. The steering coupling was broken so he repaired the steering coupling. He replaced column power supply and collimator, dead spot around 9 inch size, aligned collimator. The system now operates as intended.